Event description:
It was reported that the temperature alarm and leak by hose occurred. The fault was detected during pre-use checks and set up. The device was removed from clinical use and replaced by a working device. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was able to duplicate the reported problem. The pump was defective, there was a crack in the housing. Renewed the pump, housing enclosure, and o-rings. The service history review had no indication that the complaint was related to a service of the device within the review period.